Event description:
Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The device was repair locally by the mu according to the process in the technical manual. The power board was sent back to our laboratory for analysis. Upon reception, the part was submitted to a visual inspection. It has been observed that the power connector was bent and almost ripped off. No further analysis could be performed. Also the reported event was not reproduced but is confirmed by the damage on the power board and by the picture sent which showed the issue. Due to the lack of information, the root cause cannot be identified. An hypothesis is a drop of the device which has damaged the power board. An internal CAPA has been opened in order to reduce the occurrence of error 54. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during preventive maintenance the error 54 coloumbmeter communication occurred, therefor the power supply was exchanged as described in the technical manual. After that, (no error 54) occurred and the pump worked as usual. No patient was involved in this complaint." Reporting due to the referenced issue. No patient was involved. More information is needed to complete the investigation.